Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the barrier can¿t hold anymore¿. The arjo representative inspected the bed and found that the screws holding the panel to the metal plate were ripped off causing side rail detachment. It was confirmed by the photographic evidence provided. There was no indication that the bed was in use when the issue was detected. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged and therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.